Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 24mm amplatzer septal occluder was selected for implant. During procedure, when the device was deployed inside the left atrium, the device deformed into a cobra shape. The device was recaptured and removed from the patient. It was again tested outside of the patient, however the issue persisted. A new 26mm amplatzer septal occluder was successfully implanted. The patient was stable throughout the procedure and no clinically significant delay was reported. No patient consequences were reported.

Manufacturer narrative:
The reported event of a cobra deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.